Manufacturer narrative:
Occlusion was verified. Fill estimate issue the failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that occlusion alarms occurred. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose was 140 mg/dl.